Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, in her left eye (os). The patient reported glare around light at night. The lens was implanted on (B)(6) 2012 and remains implanted. The facility reported date of the last visit was (B)(6) 2013. The facility indicated the patient reported dry eye on (B)(6) 2012. The condition was resolved by (B)(6) 2012 with artificial tears. No other conditions were noted and patients visual acuity post-op was 20/25. The facility indicated the adverse event was not related to the device.

Manufacturer narrative:
Patient age: (B)(6) 1982. Work order search: no similar claims were reported for units within the same lot. (B)(4).